Event description:
The customer reported inaccurately low blood glucose readings with test strips. The customer stated that he opened the first bottle from a box of fifty and performed a normal control soluton test. The result was 151 mg/dl versus a normal control solution range of 110-166 mg/dl. He then performed a blood glucose test and obtained a result of 63 mg/dl. He thought this reading was inaccurate because he did not have hypoglycemic symptoms. The customer opened the first bottle from a new box of second test strips and performed a blood glucose test. The result was 257 mg/dl. The customer called the co customer support line and, with the rep performed a normal control solution test with the first test strip. The result was 151 mg/dl. The result of a normal control solution test with a second test strips was 94 mg/dl versus a normal control solution range of 80-113 mg/dl. Also with the rep, the customer performed a blood glucose test with a second test strip, (lot #643243a, code 8, expiration 10/98) and obtained a reading of 221 mg/dl. He immediately performed a blood glucose test with first test strip and obtained a result was 42 mg/dl. The control solution, normal control solution, lot #v1225, expiration 8/97, was opened today and was shaken vigorously before the sample was applied. The customer performed a check strip test with the rep and obtained a result of 84 versus a check strip range of 70-96. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.